Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up for an elective replacement indicator (eri) replacement, noise resulting in automatic mode switch episodes on the right atrial (ra) lead were observed. The ra lead noise could not be reproduced during patient or device movements. During the replacement procedure for eri, the ra lead was explanted and replaced. Visual signs of damage were observed on the ra lead during the procedure. The patient was stable.